Manufacturer narrative:
Investigation results: the investigation was completed and it was observed that the outer silicone coating of the btt was peeled off near the proximal windings. The complaint is confirmed. A lhr review was completed for the product. There were no nonconformance issues related with this incident.

Event description:
The hosp reported that after the endoscopic vein harvesting procedure was completed, and the port was removed, it was noticed that the balloon port peeled off. No pt complication has been reported by the hosp.